Manufacturer narrative:
Device sample received and analysis complete. Manufacturers investigation of the returned device and manufacturing records found no direct casual relationship between the device and the event. No definitive root cause could be established, the relationship between the coopervision device and the incident is unconfirmed.

Event description:
This incident was reported by the contact lens dispensing optician to the manufacturer's local customer service office via a product return without prior notification. The information was reported to the manufacturer as reported to the optician by the patient. Limited information has been made available. It is reported that the patient experienced an eye infection for which they sought medical assistance with symptoms of itching, pain, and swollen eye lids. The type and severity injury (alleged infection), treatment provided and patient outcome were not reported. Good faith efforts are ongoing to obtain further information. However, as of the date of this report, additional information is unknown. This event is being reported in an abundance of caution due to the allegation of an unspecified eye infection with the lack of medical information, unconfirmed diagnosis, unknown patient resolution and potential for serious or permanent injury associated with some ocular infections. Should further relevant medical information be made available, the manufacturer will provide these details in the applicable follow-up report.